Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 6 mm x 3.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in pinhole form at 9atm for 10 seconds. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.